Manufacturer narrative:
Image analysis in the image provided the packaging for an admiral xtreme can be seen, the product details and lot number product analysis a visual inspection of the returned device found a longitudinal tear on the balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use admiral extreme dilatation balloon device for patient treatment in the right prox brachiocephalic vein with soft tissue and little calcification and 15% stenosis. IFU was followed. It is reported that balloon burst, leak occurred, during inflation at nominal pressure 8atm. The device was relaced using the same balloon of the same size but a competitor device. All fragments were retrieved and no patient injury reported.